Manufacturer narrative:
The calibration and qc meet acceptance criteria. There was no indication of a reagent performance issue. The sample tube used by the customer had dimensions that were not allowed for use on the analyzer per the product labeling. An investigation of the alarm trace found approximately 60 sample clot alarms and 146 sample short alarms. This is consistent with the sample tube's small diameter and negative influence on sample quality. There have been no further issues. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of a questionable total protein gen.2 result for 1 patient tested with a cobas 8000 c702 module. The questionable result was not reported outside the laboratory. The patient¿s initial result was 30.3 g/l. The repeat was 70.0 g/l. The customer believes the repeated result to be correct. The total protein gen.2 used was lot 558090. The expiration date was requested but not provided.